Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was defective pumphead module air sensors. The pumphead module has been replaced. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through (B)(4). A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
During baxter (B)(4)'s review of the event history, it was discovered that there was an air in line alarm that occurred. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.08.92, categorized as remediated.